Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had painful swelling on his back incision that started on (B)(6) 2013. The swelling was noted to be as tall as half a golf ball and was "squishy soft." The patient's spasticity had returned, so the health care provider (hcp) suspected the patient was getting some of his baclofen, but not all of it. The hcp removed the baclofen from the pump and then reinserted it to compare the numbers. It was noted the reservoir volume in the pump matched what was expected, but the physician wanted to access the side port to aspirate the catheter and then re-prime the pump. The patient was also going to have a computed tomography (CT) scan the next day. The pump was delivering lioresal. Additional information was provided that the patient's catheter broke at the insertion site to the spine. The patient experienced withdrawal due to a leak from the spinal cord, and presented with increased spasticity. A CT scan (date not specified) showed collection of fluid. The patient was hospitalized for surgery to remove the catheter, which was not replaced. The hcp reported that the patient recovered without sequelae or injury. However, she also noted that since the event and surgery, sequelae recurred. The patient was to follow-up with her neurosurgeon in the future. Additional information has been requested, but was not available as of the date of this report.